Event description:
A biobridge plate was installed following a chest wall tumor resection. The pt was re-operated on 5 days later to remove additional neoplastic tissue. During the second surgery the biobridge plate was found to be broken and was removed. The cause of the plate breakage could not be determined since the plate was not returned to the MFR. This report is being submitted in an abundance of caution and there was no allegation of pt harm due to the broken plate.